Event description:
It was reported the device was unable to start. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Updated summary and the code grids.

Event description:
This report is based on information provided by philips authorized service provider (asp) has been investigated by the philips complaint handling team. Philips received a complaint on the xl defibrillator indicating that the device fails to bootup. The asp evaluated the device and confirmed it would not boot up. The customer refused further service since they would have to pay for the repairs. No further action on this issue. Based on the information available and the testing conducted, the cause of the reported problem root cayuse is unknown. The reported problem itself was confirmed. The device was evaluated and confirmed to have a bootup problem. However, the customer refused any serving on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.